Event description:
A product complaint notification form and baxter medical device form were received from baxter another country on 02/17/2008 indicating that a colleague triple channel pump was administering penicillin to a pt on the month before. The likely reason was reportedly due to dose error by the nurse. Reportedly, the wrong dose was administered and the pt passed away a few days later. The dose was reportedly set as milligrams instead of micrograms (1000 times overdose). No further info will be provided.

Manufacturer narrative:
Reportedly, the device was quarantined at the international facility and the facility biomedical engineering evaluated the device. Reportedly the device passed all safety checks and tests including the accuracy test. The overdose occurred, and there were already more than 1000 activations on the pump by the time the history log was printed, and therefore the actual overdose event was not available. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.